Manufacturer narrative:
(B)(4). The service engineer (se) was not able to duplicate the alleged malfunction. The se replaced the breath delivery unit (bdu) printed circuit board (pcb) as precautionary measure. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a (post) power on self-test error while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.